Event description:
A complaint was received that indicated the customer experienced low and erratic reading from their elite system. Pt stated that pt did a control test and the reading read 51 mg/dl-low and out of specification. Pt repeated the test and got an even lower result (specific value unknown). Pt did a blood test and a result of 22 mg/dl. Not believing this blood glucose result pt re-tested on another system (method unknown) and received a result of 142 mg/dl. While on the phone a review of the system was conducted. Electronic checks were conducted and were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide nor support the use of an off brand reagent. Add'l bayer supplies were provided to the customer and satisfactory results were obtained. The complaint is considered closed for purposes of MDR.